Event description:
Following a motor vehicle accident last summer, the patient had a craniotomy and placement of a custom cranial implant. Pt also had placement of a vp shunt for treatment of hydrocephalus. This summer, pt was hospitalized with abdominal pain. Exploratory lap revealed infection in pelvis, shunt and around cranial implant. Original implant was removed with a plan to replace it. There was a second custom implant available at our facility but it was no longer sterile. The company agreed to resterilize it for implantation in the fall. The company contacted the physician and indicated they could not guarantee that the available implant had been properly sterilized. A recall notice was provided by the company. The result was a delay in surgery (we have now ordered another custom implant from another company). The physician believes that the original implant may not have been properly sterilized either, causing the original infection.